Event description:
In response to (B)(4) MDR # (B)(4). Skytron sent it's distributor in the area, (B)(4) to the facility to conduct an investigation on the 3600b surgical table. The table was tested several times with no issues found. After interviewing the staff present during the event, it was discovered that the pendant control was put onto an anesthesia chair and other surgical items caused the function button to depress which caused the table to articulate. The facility has admitted operator error. The table is in full service. There was no reported injury to the pt or staff. (B)(4) has offered to re-inservice the staff on proper use but to date, the facility has not responded.